Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic experiencing shortness of breath. It was noted that the patient recently underwent a generator change and the left ventricular may have become dislodged. On (B)(6) 2017, the patient presented for lead revision. During revision, the physician had attempted to explant the lead but was unsuccessful. The lead capped instead and postponed the procedure for the next day. During second revision, the lead explanted successfully. The patient experienced no adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.